Event description:
Catheter was found to be leaking when the nurse was assessing the pt. The line was pulled and a peripheral IV was placed. Additional info from the clinician: the nurse initially noticed the bed was wet and determined that the lipid was leaking. It appeared that the leak was coming from the umbilical stump (outside the catheter). She also explained that when she gently pressed on the umbilical stump, more lipids leaked from the stump itself.

Manufacturer narrative:
The device was returned to vygon for eval and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.